Event description:
A report was received that the patient went to the ER due to a suspected infection. The patient received antibiotics. The physician indicated that the only symptom was redness and that it may be contributed to a reaction to the dissolvable sutures. The infection is resolving and the patient continues to take antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1110-02, serial#: (B)(4), model description: precision implantable pulse generator (ipg). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.